Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s incident blood glucose level was 479 mg/dl. The customer¿s current blood glucose level was over 550 mg/dl. The customer did not reported symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.